Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that one day post implant, the device failed to capture and sense appropriately.